Event description:
A pt suffering from neuro-muscular damage was receiving electrical stimulation to his arm for muscle exercise. Output of the device was applied through two empi electrodes placed on the lower forearm between the wrist and elbow. Stimulator output was intensity 64 (90vp/p at 2400 hz). The unit's maximum output is intensity 99. The MFR stated that 64 is a higher output than they recommend.